Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, guidewire coating peeling was noted. The physician was attempting to treat an aneurysm located in the calcified, severely tortuous abdominal aorta with a stent graft implantation. The physician felt resistance while trying to advance the guidewire through a guide catheter. The guidewire was removed from the guide catheter, at which point the physician noticed the coating was peeling near the tip. The procedure was completed with another of the same device. There were no reported pt complications. The pt status is listed as "good". Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).